Event description:
Info received indicates the head end brake casters are not working.

Manufacturer narrative:
The tech found the screw was broken in the hex rod. The tech re-tapped the hex rod, replaced the screw and installed the hex rod to repair the bed.